Event description:
The customer called stating that while on vacation, customer had to purchase some test strips that are not the same as those they have been using and that the results are variable. Customer has been using excel off brand reagent. A reading obtained with the excel reagent was 226mg/dl while the elite reagent reading was 105mg/dl. The higher reading obtained with the excel reagent, if acted upon, could be clinically significant. An offer was made to perform a meter check, however, the customer did not have the requisite supplies. The supplies have been sent to the customer and followup contact will be made.